Event description:
It was reported that the patient experienced an increased charge burden of the implantable pulse generator (ipg) and had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Investigation results, media review, device analysis: the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The allegation that the patient experienced an increased charge burden of the ipg has been confirmed. The ipg was successfully recharged completely within a four-hour cycle. After analyzing the devices data logs, no anomalies related to premature battery depletion were found. However, considering that the device was implanted in 2020, a review of the labeling indicated that the rechargeable stimulator battery should last at least five years. Over time, with repeated charging, the battery in the stimulator may gradually lose its ability to restore full capacity, leading to difficulties during the charging process. Additionally, the allegation that the patient was experiencing inadequate stimulation was not confirmed. The ipg displayed typical characteristics during both visual and functional assessments. However, a review of the labeling reveals that this occurrence is a known risk associated with spinal cord stimulation device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced an increased charge burden of the implantable pulse generator (ipg) and had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from the date the manufacturer was made aware.